Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronics. Unable to verify low battery alarm, weak battery alarm, failed battery test alarm, bad battery alarm, battery icons anomaly, bolus stopped anomaly due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was having issues with the battery not lasting. The insulin pump alarmed failed and bad battery frequently when she replaced the battery with new ones. The insulin pump also alarmed weak battery, low battery, and battery out limit. When she inserted a new battery the insulin pump would not power on. After pressing the up arrow button the insulin pump powered back on but a few hours later the battery icon was down to half power. The insulin pump had a crack near the battery compartment. The battery had a stripped groove. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.